Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the device is heavy, and it often causes neck patient. Patient has a metal allergy and has a skin irritation underneath the electrodes. Irritation was described to be burning and itching. During a follow-up, it was reported that the patient's irritation did not improve and it's now rubbing her skin raw.